Manufacturer narrative:
The CAPA process identified complaints not being created for quality issues found during third party servicing. Based on a review of records impacted by the identified issue, it was determined that this record needed to be corrected and is now being submitted accordingly.

Event description:
A device was returned to a third-party service center in reference to the voluntary field safety notice and recall notification related to the sound abatement foam used in certain CPAP, bipap, and mechanical ventilator devices. During the evaluation at the service center, the device was visually inspected and observed evidence of foam degradation. The device powered on successfully, and airflow functionality was confirmed. The downloaded logs were reviewed, showing one error code and no secondary findings. The unit was scrapped